Event description:
Subsequent to the initial report filing, returned device analysis revealed that only the yellow guide wire identifier was returned and was noted to be shredded and peeling away from the core. Follow-up information was received confirming that it was the yellow guide wire identifier peeling which the account was reporting and not peeling of the guide wire itself. No additional information was provided.

Event description:
It was reported that the target lesion was calcified and located in the circumflex artery. The balance middleweight (bmw) elite guide wire was advanced and two unspecified balloons were used to pre-dilate the lesion. When advancing an unspecified stent, the guide wire coating became peeled, but not detached from the guide wire. No resistance was noted prior to the guide wire coating becoming peeled. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would not be returning for analysis; however the device has been returned. Evaluation summary: the device was returned for analysis. The damage to the guide wire identifier was able to be confirmed. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product deficiency related to guide wire identifiers was noted. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.